Manufacturer narrative:
Analysis: analysis of the returned product shows an occlusion in the right angled, metal tip of the cannula that may be the reason for the reported failure to drain. Further investigation indicates the occlusion is due to bonding material on the inside surface of the cannula, near the right angle tip/cannula body interface. Conclusion: reduced device performance occurred and was related to the event. There was no reported consequence to the patient.

Event description:
Information received indicates that the cannula was occluded and would not drain. Attempts made by the hcp to clear the cannula lumen were no successful. The cannula was changed out without reported consequence to the patient.